Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) examined the system remotely and confirmed the system didn't start. Upon troubleshooting rse found that it was a temporary startup failure caused by the software. No failure was identified. The system was performing as intended and handed over to the customer. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system didn't start, stuck at 00:00. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.